Event description:
It was reported to supply distribution that product a902916, lot ngks0308 was opened and found to have a foley catheter bag that was melted to the opening where they would let urine out if they were emptying a catheter. The nurse was unable to empty the foley because of the opening sealed shut and they indicated they had to get a new bag. The nurse mentioned that was the second time they noticed that exact same defect, but they did not collect the lot number the first time around, nor did they save the defective product. They had received other issues with that product and lot yet and did not have the device to send back for qa but did want to follow up to see if there was a need to pull that lot.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported to supply distribution that ¿product a902916, lot ngks0308 was opened and found to have a foley catheter bag that was melted to the opening where they would let urine out if they were emptying a catheter¿. The nurse ¿was unable to empty the foley because of the opening sealed shut¿ and they indicated they had to get a new bag. The nurse mentioned that was the second time they noticed that exact same defect, but they did not collect the lot number the first time around, nor did they save the defective product. They had received other issues with that product and lot yet and did not have the device to send back for qa but did want to follow up to see if there was a need to pull that lot.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, g. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.